Event description:
The patient reported she spilled insulin into the cartridge compartment of her infusion device when she tried to insert a partial cartridge and misjudged the amount. She stated when she tried to remove the cartridge to readjust the piston rod, the plunger remained attached to the piston rod and a large amount of insulin spilled into the compartment. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.